Event description:
Faulty pens [device failure] ([hyperglycaemia], [hyperglycaemic unconsciousness], [hypoglycaemia], [blood glucose increased], [hyperglycaemia]). Case description: device class iib. This spontaneous case from (B) (6) was reported by a consumer, as "faulty pens", "hypoglycaemic unconsciousness", "hypoglycaemia", "blood glucose increased" and "2 x hyperglycaemia" and concerns a (B) (6) female pt treated with levemir flexpen (insulin detemir) from 2004, levemir penfill and using novopen 3 and novopen junior from an unk date due to type 1 diabetes. In (B) (6) 2008, the pt found her novopens (both disposable pens and cartridges pens) didn't work. She then increased the dose as her blood glucose readings remained high. She then experienced episodes of serious hypoglycaemia and hyperglycaemia, and on one occasion she passed out. She later realized that often after priming and depressing the dial no insulin was administered. Some times it took three tries to administer the product. The pt has stopped using novopen 3 device and levemir flexpen and now uses levemir penfills using the traditional syringe and inject using appropriate needles. The pt is on a strict diet, had no changes in exercise and has no factors which could cause hypoglycaemic unawareness. Furthermore, the pt has received proper training on how to inject the insulin. This has caused a reduction in both fast and long acting insulin and an improvement in her blood glucose control. The outcome is reported as "recovered completely". Reporter's causality: unk. Novo nordisk's causality: reportable. Please note info received 29-may-2008 indicated that novopen junior was a suspect device. Company comment: this is an initial report and follow-up is pending. Reporters alternative aitiology: the consumer reported that on the morning of the hypoglycaemic unconsciousness, she had eaten a different breakfast and increased the dose of levemir and adipra to compensate for this change.